Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the blood vessel was tortuous. There was pipelin tip expansion defect.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was poor expansion/deployment of the pipeline tip. The pipeline was located in the tortuosity of the distal side of the blood vessel. The pipeline was deployed more than 50% when it failed to open. The stent was resheathed 2 or less times. The stent was removed from the patient's body and was resheathed and collected along with the microcatheter. The pipeline was used as an indication that is not approved (off-label use) in the right ica ic-pc. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery (ica) aneurysm with a max d iameter of 6mm and a 4mm neck diameter. Blood vessel diameter in the landing zone: distal: 3.8mm and proximal: 4.6mm. It was noted the patient's vessel tortuosity was moderate. Postoperative findings related to blood flow contrast showed "nothing in particular." Ancillary devices include a phenom27 lot: b675711 microcatheter.